Event description:
Country of complaint: (B)(6). During the closing of episiotomy, the needle detached from the suture. The needle stayed in the tissue of the pt, but it was found later using x-ray. No tissue damage to the pt.

Manufacturer narrative:
Samples received: 49 unopened pouches and 1 opened. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment test was performed on the closed samples received and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Needle attachment results before releasing the product were within specification. Corrective/preventive actions: not applicable.